Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(6). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The arthroplasty was revised due to pain. The components were implanted in situ for ~ 1.5 yrs. The insert component was revised.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is pain and instability following revision tka. Photographs of the retrieved polyethylene insert demonstrate some evidence of superficial abrasion or wear on the weight bearing portion of the insert. There is also some evidence rotational scoring on the underside of the implant indicative of micro/macro motion of the insert." Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that patient was revised due to instability. The provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is pain and instability following revision tka. Photographs of the retrieved polyethylene insert demonstrate some evidence of superficial abrasion or wear on the weight bearing portion of the insert. There is also some evidence rotational scoring on the underside of the implant indicative of micro/macro motion of the insert." A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The arthroplasty was revised due to pain. The components were implanted in situ for ~ 1.5 yrs. The insert component was revised.